Event description:
It was reported that the right ventricular lead exhibited low impedance and failure to capture. The patient experi- enced intermittent dizziness.

Manufacturer narrative:
No medwatch form was received.